Manufacturer narrative:
(B)(4). D10: unknown cup unknown, unknown liner unknown, unknown stem unknown, unknown head unknown. G2: foreign: italy, attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip arthroplasty procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised due to pseudomonas aeruginosa infection.